Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2025. During the procedure, the orise proknife could not be pushed out of the catheter. The procedure was completed using a non boston scientific device. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; the device was returned without the electrode. Please see block h11 for full investigation details.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable investigation results of electrode detached. Block h11: investigation results the returned orise proknife was received for analysis. Visual examination revealed that the catheter was found kinked and bent and it was observed that the device returned without the electrode. The reported event was not confirmed. Based on the available information, the investigation findings were it is likely that procedural factors, such as the length of time used, power settings required, handling technique, and/or tissue composition resulted in the electrode damage, and subsequent use of the electrode resulted in the detachment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.